Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem and verify the error in the log file. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The usm has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. No image or video clip for the reported event was submitted to isi for review. The procedure log review confirmed the procedure was performed on (B)(6) 2022 via system (B)(4). Also, verification of the event details was performed by the fse at the time of service. This complaint is considered a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, error 23008 on universal surgical manipulator 1 (usm1) pointing to an axis 8 failure. The customer abandoned using usm1 and completed the procedure using the remaining arms with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the error occurred whenever he tried to use arm 1. The customer informed me that they just stopped using arm 1 and finished the procedure with the other arms and then wait for the fe. The usm1 was replaced one day after this issue and the problem was solved.

Manufacturer narrative:
Additional information found in: d9, g3, g6, h2, and h3 evaluation information found in: h6 and h10 the universal surgical manipulator (usm) was returned for failure analysis and the reported error was confirmed. The unit did not generate 23008 error during normal mode but failed during carriage strength, generating a 23008 on carriage axis 5. Degrees of freedom (dof) 9 also failed carriage lissajous on the fixture test platform. Found multiple specks on instrument sterile adapter printed circuit assembly's dof 9 axis. All carriage rotor mirrors also found heavily contaminated, generating 25930 on dofs 5,6,7,8 in normal mode.

Event description:
Refer to h10/h11 for follow-up information.